Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high ketone level (value not provided); cause was not known. Customer went to the emergency room (ER). Customer was treated (type of treatment not provided). Customer went home; however, the elevated ketone level continued. The next morning blood glucose (bg) was 520 mg/dl. Customer delivered a bolus and insulin injections to address bg. Customer returned to the ER and was treated with intravenous saline and insulin. Elevated bg and ketones were resolved with no permanent damage. Multiple attempts were made to follow up with the customer to obtain discharge date; however, no reply was received. Pump system check was perform with tandem technical support and pump was found to be functioning as intended.